Manufacturer narrative:
The reported malfunction was observed during initial testing. However, the device was put through extensive testing including bench handling and defib cycle functional testing without duplicating the report. The processor/bridge/pace board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.